Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The customer was advised to replace hard drive. Replacement hard drive was installed during service. The system was tested and found to be working as intended and put back into service.